Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review has been completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-up attempts, no information was provided by the healthcare provider regarding the reason for explant and device return for evaluation. Without additional information, no further investigation can performed into the root cause of this event; investigation reveals nothing to indicate a device quality deficiency during its manufacture.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 93 months, and the reason for explant was not provided. Despite multiple attempts, no additional information has been provided from the healthcare provider.